Manufacturer narrative:
On (B)(6), 2023, immucor used remote access to view the results of the relevant tests. Images were reviewed for capture-r ready-screen 3 assay on (B)(6) 2023. This sample had buttons that were tightly defined and dense for wells 1-3. Wells 1 and 3 had very slight adherence with well 3 exhibiting more adherence than the other wells. The reaction images were analyzed and well 3 was on the threshold of detection due to the size of the button with respect to the background. Images for the capture-r ready-ID assay on (B)(6) 2023 were also reviewed; and all wells have tightly defined and dense cell buttons. Wells 7 and 8 have very slight adherence. Well 13 has a smaller defined cell button and slight adherence, an equivocal reaction. Images reviewed in this complaint were as expected with respect to the interpretation on the instrument. It is suspected that the patient had a newly formed anti-k as a result of a recent previous transfusion (i.e. Prior to (B)(6) 2023). This newly formed antibody may have been mostly or wholly igm in nature, such that any igg component was below the level of detection of the assays. The intended use of the capture products is detection of igg antibodies; and the IFU's cite the following applicable limitation "specificities of presumed significance, that are wholly igm in nature (i.e., igm anti-k or igm anti-e) may fail to react in this assay". On (B)(6) 2023, immucor confirmed presence of the k antigen on cell 3 of retention capture-r ready-screen 3 lot r451 by capture using retention capture-r indicator cell lot 221232 with retention anti-k lot 054035. Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected. No defect or deficiency was identified for either the instrument or the assay reagents. This is a sample related issue. The internal immucor reference for this event is pr#954447.

Event description:
On (B)(6) 2023, a customer stated that a patient had a transfusion reaction following receipt of one unit of k+ blood.